Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while changing the cartridge the customer observed the back of the pump was wet. Customer stated they believed the cartridge was leaking. Customer reported blood glucose (bg) level was 200 (mg/dl) at the time of the event. The customer successfully loaded a new cartridge.